Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02142. It was reported the patient experienced ineffective therapy. Diagnostics showed the t4 lead migrated and the t5 lead had invalid impedances. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Patient's leads were explanted and replaced, which resolve the issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Diagnostics showed the t4 lead migrated and the t5 lead had invalid impedances. As a result, the patient's leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.